Manufacturer narrative:
A ge service rep performed an on site investigation. The system was found not being charged properly. The system was charged during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had no image displayed on the workstation. No pt injury was reported.